Event description:
It was reported that during a hepatectomy procedure, while activating the scissors and pressing on the haptic, after awhile it began to bleed in abundance (200-300 ml more or less) and was not coagulating the tissue correctly. Surgeon used sutures to avoid continuous bleeding. The generator power levels were set on 2 and 5. Unknown how case was completed. There were no adverse consequences to the pt. No transfusion was given.

Manufacturer narrative:
Info anticipated, but unavailable at this time.